Manufacturer narrative:
This report is filed (B)(4) 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. The patient was re-implanted with another device on (B)(6) 2016.